Manufacturer narrative:
(B)(4). The returned hot axios stent and delivery system was analyzed, and a visual evaluation noted that the stent was received partially deployed. The stent deployment hub was at step #2, the catheter hub was in its original position, and the catheter lock was in the locked position. A functional evaluation noted that the catheter control hub was able to be advanced and retracted without resistance. The stent deployment hub was also able to be moved without issue. The stent was able to be fully deployed without any resistance or issue. The stent was measured to be within specifications. No other issues with the device were note. It is most likely that procedural factors, such as the handling of the device and normal procedural difficulties, affected the device performance and its integrity contributing to the reported issue. The partial deployment of the stent may have occurred due to difficulties encountered during the procedure. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction impacts the performance of the axios. Therefore, the most probable root cause has been determined to be adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2019. According to the complainant, the physician attempted to deploy the first flange of the stent but was unable to confirm under endoscopic ultrasound (eus) and fluoroscopy if the first flange deployed. The device was removed from the patient, and the physician attempted to deploy the first flange a second time, but the same issue occurred. The device was removed from the patient, and a 10mx10mm axios stent was successfully implanted. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was partially deployed.